Manufacturer narrative:
The customer reported issue was not confirmed. The device was retested and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
The error code is 242.4030.0- unit received for 242.4030 error. Could not duplicate the customer stated problem. During testing, the device would not complete the patient side occlusion test and it was noted that the mech assembly torque seal had been broken and some screws were loose. Replaced the mech assembly which prevented the patient side occlusion test from completed. Pm performed. All tests passed (B)(4). There was no patient involvement.